Event description:
It was reported by the plaintiffs attorney that the plaintiff experienced vaginal bleeding, debris in her urine, pain, lower abdominal pain, incontinence, erosion, migration, rubbing of the mesh on her colon, bowel problems, fistulas, neuromuscular problems, and emotional distress. It was also reported that the plaintiff experienced mixed urinary incontinence, scarring, colovaginal fistula, adhesions, anastomotic leak and wound dehiscence with enterocutaneous fistula. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR # 2183959-2016-00068